Event description:
During esophageal repair for a periesophageal hernia, a eea 25 auto suture stapler was used. Reportedly, the device did not fire properly. The staples did not appear to close, therefore, did not secure the tissue. Due to shortening of the distal esophagus the pt had to be transfered to another facility for a thoracic-abdominal approach.